Manufacturer narrative:
The devices, used in treatment, were not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that ,without the operative reports and explant return/evaluation, the root cause of the reported pain (with lack of extension and flexion) which led to the mua (B)(4) and ¿revision¿ (osteophyte resection) (B)(4) could not be definitively concluded. However, the reported 4° valgus alignment, loose ligaments post-mua, laterally tracking patella, and the pf osteophyte in the presence of femoral notching and possible symptomatic radiolucencies could have been contributing factors. The patient impact beyond the reported chronic pain and medical interventions/procedures could not be determined, although per office notes post-osteophyte resection and lateral retinacular release, the patient still complained of unresolved pain. No further medical assessment could be rendered at this time. Should additional supporting medical documentation become available, the clinical/medical assessment may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on the medical investigation, some potential probable causes of this event could include malalignment or laxity in the joint. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the devices or additional information be received, the complaints will be reopened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that a revision surgery was performed due to pain on the right knee, tissue and bone were removed. Previously patient had several drain fluids on his knee. Patient reported that he is currently suffering pain and cannot sleep. Primary surgery performed on 2017. Diabetic.